Event description:
It was reported that during routine follow-up of an asymptomatic patient, the pulse generator exhibited a diagnostics anomaly upon interrogation. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).